Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message and low battery warning. Visual inspection was performed and found bent battery lock and damaged bottom enclosure, unrelated to the reported complaint. Following the replacement of the battery lock and bottom enclosure, the platform was tested for 20 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed functional testing. Review of the archive data shows (ua) 41 error messages occurred on (B)(6) 2018. Additionally, as a precautionary measure, the temperature sensor cabling and power distribution board (pdb) were replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4). Date of event is unknown.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41(patient temperature sensor failure) error message and low battery warning message. According to the reporter, a fully charged battery was used at the time of the event. Following this, manual CPR was immediately performed. Rosc was achieved. Date of event unknown. No patient consequence was reported the platform was checked by zoll representative and low battery message was confirmed, however user advisory (ua) 41 error message was not observed.

Manufacturer narrative:
Correction to the date of event field. The check box next to the 'congenital anomaly/birth defect' was inadvertently checked. There is no outcomes attributed to adverse event reported on this case.